Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during the creation of the laser capsulotomy, the technician noticed an area where conjunctiva and fluid were encroaching into the interface between the pi (patient interface) and the patient's cornea. The surgeon believes that the fluid arose from conjunctival edema resulting from the suction which held the pi in position, and that this slowly created a gap which caused laser energy to be focused into the anterior chamber instead of the capsule. The surgeon aborted the laser portion of the treatment approximately three quarters of the way through the capsulotomy. The surgeon continued the cataract surgery, knowing that the capsulotomy was not completed with the laser. During the manual capsulotomy, a small tear in the anterior capsule became apparent to the surgeon. The surgeon was able to maintain the capsule, insert a three piece lens, and complete the surgery without further difficulty. An anterior vitrectomy was performed prior to final wound closure.